Event description:
It was reported that during device evaluation, the gastrointestinal videoscope's tip cover was found to be burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that a high-energy treatment device was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.